Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Event description:
Patient had signs of infection in right knee, surgeon performed an irrigation and debridement and exchanged poly.

Manufacturer narrative:
An event regarding infection involving an x3 triathlon insert ps#7 13mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical records evaluation not performed as no medical records were received. Device history review was satisfactory. Complaint history review. There have been no other similar events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is required at this time.

Event description:
Patient had signs of infection in right knee, surgeon performed an irrigation and debridement and exchanged poly.